Event description:
It was reported that the lead's helix screw mechanism failed and it had positioning/fixing difficulties. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned and analysis revealed that the helix disengaged from helical channel. It was noted that on the distal conductor there was blood/body fluid (not obstructed), the distal conductor connector pin was bent, there was blood in/on helix/lobe mechanism and mechanism (sleeve head) and there was a tip seal observation. Visual analysis noted that the lead was returned with a bent pin.